Event description:
Customer reported receiving a lost sensor alarm on the insulin pump. Customer's blood glucose reading was 43 mg/dl and was treated with glucose tablets and orange juice. Customer also mentioned a weak signal. Customer's blood glucose reading at the time of the call was 163 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.